Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 41-year-old female patient who had essure (batch no. 20206787) inserted for female sterilisation. The patient's concurrent conditions included muscle cramps and spotting menstrual. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff need for additional surgery, will have surgery to remove the essure® implant on (B)(6) 2017. Most recent follow-up information incorporated above includes: on 18-jun-2018: reporter, product and patient information are added. Lot number added. Concomitant condition are added. Incident : at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and coeliac disease ("gastrointestinal or digestive system condition type: celiac disease") in a 41-year-old female patient who had essure (batch no. 20206787-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle cramps, spotting menstrual and gilbert's syndrome. Concomitant products included salbutamol (albuterol). In 2009, the patient experienced rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary tract disorder") and weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced coeliac disease (seriousness criterion medically significant). In 2011, the patient experienced food allergy ("allergic or hypersensitivity reaction type: new foods that I have a reaction to"), panic attack ("psychological or psychiatric problems condition: panic attacks") and depression ("depression,"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea,") and vertigo ("neurological conditions or problems type: vertigo"). In 2014, the patient experienced premature menopause ("hormonal changes describe: early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vision blurred ("vision/eye problems type: blurry vision"). On an unknown date, the patient experienced amnesia ("memory loss"). The patient was treated with surgery (surgical removal of coils). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the premature menopause, vaginal haemorrhage, menorrhagia, food allergy, panic attack, depression, rash, migraine, headache, bladder disorder, urinary tract disorder, nausea, tooth disorder, vertigo, amnesia, dysmenorrhoea, vision blurred, weight increased and coeliac disease outcome was unknown. The reporter considered amnesia, bladder disorder, coeliac disease, depression, dysmenorrhoea, food allergy, headache, menorrhagia, migraine, nausea, panic attack, pelvic pain, premature menopause, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff need for additional surgery, will have surgery to remove the essure® implant on (B)(6) 2017. Current weight 194 lbs. Approximate weight at the time of essure placement 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2018: new pfs received- new events added: hormonal changes describe: early menopause, abnormal bleeding (vaginal, menorrhagia), allergic or hypersensitivity reaction type: new foods that I have a reaction to, psychological or psychiatric problems condition: panic attacks depression, rashes or skin conditions type: rashes, bladder or urinary problems or changes,migraines / headaches,nausea, dental problems, neurological conditions or problems type: vertigo, memory loss,dysmenorrhea(cramping),vision/eye problems type: blurry vision, weight gain / loss specify which one: weight gain, gastrointestinal or digestive system condition type: celiac disease .were added.removal date was added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 41-year-old female patient who had essure (batch no. 20206787-not valid) inserted for female sterilisation. The patient's concurrent conditions included muscle cramps and spotting menstrual. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff need for additional surgery, will have surgery to remove the essure® implant on (B)(6) 2017. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: update of information (batch is not valid). Incident: no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('filament embedded in the second described fallopian tube.'), pelvic pain ('pain') and coeliac disease ('gastrointestinal or digestive system condition type: celiac disease') in a 41-year-old female patient who had essure (batch no. 20206787-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle cramps, spotting menstrual and gilbert's syndrome. Concomitant products included salbutamol (albuterol). On (B)(6) 2009, the patient had essure inserted. In 2009, the patient experienced rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). In 2010, the patient experienced coeliac disease (seriousness criterion medically significant). In 2011, the patient experienced food allergy ("allergic or hypersensitivity reaction type: new foods that I have a reaction to"), panic attack ("psychological or psychiatric problems condition: panic attacks") and depression ("depression,"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea,") and vertigo ("neurological conditions or problems type: vertigo"). In 2014, the patient experienced premature menopause ("hormonal changes describe: early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vision blurred ("vision/eye problems type: blurry vision"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and amnesia ("memory loss"). The patient was treated with surgery (hysterectmony with bialteral salpingectomy. And surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the premature menopause, vaginal haemorrhage, menorrhagia, food allergy, panic attack, depression, rash, migraine, headache, bladder disorder, urinary tract disorder, nausea, tooth disorder, vertigo, amnesia, dysmenorrhoea, vision blurred, weight increased and coeliac disease outcome was unknown. The reporter considered amnesia, bladder disorder, coeliac disease, depression, dysmenorrhoea, embedded device, food allergy, headache, menorrhagia, migraine, nausea, panic attack, pelvic pain, premature menopause, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff need for additional surgery, will have surgery to remove the essure® implant on (B)(6) 2017. Current weight 194 lbs. Approximate weight at the time of essure placement 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Lot number ( 20206787 ) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-aug-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('filament embedded in the second described fallopian tube.'), pelvic pain ('pain') and coeliac disease ('gastrointestinal or digestive system condition type: celiac disease') in a 41-year-old female patient who had essure (batch no. 20206787-not valid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle cramps, spotting menstrual and gilbert's syndrome. Concomitant products included salbutamol (albuterol). In 2009, the patient experienced rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder disorder") and urinary tract disorder ("urinary tract disorder") and was found to have weight increased ("weight gain / loss specify which one: weight gain"). On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced coeliac disease (seriousness criterion medically significant). In 2011, the patient experienced food allergy ("allergic or hypersensitivity reaction type: new foods that I have a reaction to"), panic attack ("psychological or psychiatric problems condition: panic attacks") and depression ("depression,"). In 2012, the patient experienced migraine ("migraines"), headache ("headaches"), nausea ("nausea,") and vertigo ("neurological conditions or problems type: vertigo"). In 2014, the patient experienced premature menopause ("hormonal changes describe: early menopause"), vaginal haemorrhage ("abnormal bleeding (vaginal"), menorrhagia ("abnormal bleeding menorrhagia") and dysmenorrhoea ("dysmenorrhea (cramping)"). In 2015, the patient experienced tooth disorder ("dental problems"). In 2016, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and vision blurred ("vision/eye problems type: blurry vision"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required) and amnesia ("memory loss"). The patient was treated with surgery (hysterectmony with bialteral salpingectomy. And surgical removal of coils). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain had resolved and the premature menopause, vaginal haemorrhage, menorrhagia, food allergy, panic attack, depression, rash, migraine, headache, bladder disorder, urinary tract disorder, nausea, tooth disorder, vertigo, amnesia, dysmenorrhoea, vision blurred, weight increased and coeliac disease outcome was unknown. The reporter considered amnesia, bladder disorder, coeliac disease, depression, dysmenorrhoea, embedded device, food allergy, headache, menorrhagia, migraine, nausea, panic attack, pelvic pain, premature menopause, rash, tooth disorder, urinary tract disorder, vaginal haemorrhage, vertigo, vision blurred and weight increased to be related to essure. The reporter commented: plaintiff need for additional surgery, will have surgery to remove the essure® implant on (B)(6) 2017. Current weight 194 lbs. Approximate weight at the time of essure placement 200 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 90.71 kgs. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: reporter added. Reporter was added.event embedded device was added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). Essure treatment was not changed. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. The reporter commented: plaintiff need for additional surgery, will have surgery to remove the essure® implant on (B)(6) 2017 incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.